Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that two axsym hbsag reagent kits have failed to open on vial #1 causing probe crashes. No impact to pt mgmt was reported.